Manufacturer narrative:
Additional information: the reported event that where the device connects into the spine clamp has broken off was confirmed through the device inspection. Any physical impact to the device can cause or contribute to the reported event.

Event description:
It was reported that a components of the spine clamp was found to be broken off during sterile processing at the user facility. No patient involvement or procedural delays were reported with the event.

Event description:
It was reported that a components of the spine clamp was found to be broken off during sterile processing at the user facility. No patient involvement or procedural delays were reported with the event.